Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
A bifurcated stent graft was implanted with a suprarenal aortic extension to treat an abdominal aortic aneurysm. The patient returned at approximately four years post-op, where an angiogram noted a type iiib endoleak and aneurysmal sac growth. A re-intervention is planned at a later date to treat the endoleak. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, a clinical assessment could not confirm the type 3b endoleak or the aneurysm sac growth. The cause of the type 3b endoleak could not be determined due to lack of medical information/imaging surrounding the event. However, the strata material, in combination with a tortuous, calcified iliac anatomy, most likely contributed to this event. No procedure related, user-related or cautionary or off-label product use could not be determined. The event devices remain implanted in the patient and were not available for further evaluation. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at (B)(4). Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
The patient had a secondary procedure completed on (B)(6) 2017. The physician elected to implant a bifurcated stent to seal the endoleak.